Manufacturer narrative:
Overheating charger issue was not reported by the patient and was identified after it was returned due to an allegation that it would not charge the device battery. The bgm associated with the faulty charger (serial number tf100484) was found to be unrelated to the overheating charger issue. The affected charger was returned to the original supplier for additional investigation. Supplier investigation found liquid had made its way into the usb-c connector of the charger leading to a short and causing it to overheat. Issue is attributed to use error as charger is not intended to be exposed to liquid.

Manufacturer narrative:
Overheating charger issue was not reported by the patient and was identified after it was returned due to an allegation that it would not charge the device battery. The bgm associated with the faulty charger (serial number (B)(6) was found to be unrelated to the overheating charger issue. The patient was sent a replacement charger and no further problems have been alleged. Online portal records show the device has successfully transmitted blood glucose logs following charger replacement. Product manufacturing records were reviewed and no contributing factors were found. Initial investigation found the overheating was likely the result of a short in the charger usb-c connector. Charger will be returned to the original manufacturing facility for further investigation and to confirm the suspected root cause.

Event description:
Patient alleged that the charger for their biotel bgm would not charge their device. There was no allegation or evidence of injury or medical attention sought by the patient, and no additional information was provided. When the charger was returned for evaluation, the plastic on the usb-c connector was found to be melted.